Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and noise episodes were observed on the right ventricular lead. Revision surgery was scheduled. The patient's condition was stable and there were no adverse consequences.

Event description:
It was reported that the right ventricular lead was capped and replaced. The patient's condition was stable following the procedure and there were no adverse consequences.